Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the reason why indication phenomenon occurred was because dvi ports on qb boards broke down. The legal manufacturer presumed, since it is not an event at the time of delivery, we believe that it was damaged due to unexpected force due to handling. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturer.

Event description:
The service center was informed that during an unspecified procedure, the top portion of the monitor was unresponsive. However, a small portion of the image was observed at the bottom of the screen. The customer reported that when looking into the digital visual interface (dvi) port the pins were observed to be bent. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of a ¿ damaged dvi port¿ was confirmed. The dvi-2 input connector pins on the quantum board (qb) board are damaged causing no image. The printed circuit board was also damaged. In addition the unit was noted to have cosmetic damage on the housing and display. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.